Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to pass the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument hook was manually manipulated and failed the electric continuity test on 3 out of 3 attempts indicating a broken conductor wire. The conductor wire was broken in a location that is not visible. The instrument failed the energy delivery test on 3 out of 3 attempts. There were no signs of arcing. The instrument was not fully functional. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the permanent cautery hook instrument did not deliver any energy. The procedure was completed with no reported injury.